Event description:
It was reported that during sleeve gastrectomy, the device had inadequate sealing, with evidence of energy delivery, end tones being heard and no regrasp alert. There was bleeding not more than 500 cc after multiple vessels sealing after cutting the greater omentum. The device's jaw was clean after every sealing cycle. New ligasure instrument was used successfully with the same generator. Blood transfusion was not necessary.

Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.